Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by philips me remote clinical support with the customer biomed. It was noted that the incident occurred on (B)(6) 2026 @ approximately 10:29 pm in rm (B)(6). The biomed provided details stating that there were an alarm issue in the nicu (pod b) that occurred on (B)(6) 2026 at approximately 10:29pm. The staff nurse informed them that ¿the alarm never went off at the bedside or the pic¿. Upon further investigation I looked at the audit trail and noticed that the red alarms did generate at both the bedside and the pic and was never acknowledged. I asked the nurse if this was an issue with any other baby on the unit and they replied ¿no¿. I also looked at the alarm volumes after noticing the red alarm in bed 30 was alarming along with the alarm behavior, but I could not hear the alarm from where we were standing (at the nurses station, facing the room). I looked at the alarm volume on the bedside, and it was defaulted to 1 as well as the central station at a volume of 1. There was some pushback from the staff and assistant managers about changing the alarm volume to a higher setting, but biomed stated that the wellstar standard is 4 on both devices. They stated that they have always had a volume of 1. Biomed was able to use a decibel device to ensure that the noise was at or above 75 which it was when the volume was raised, but not at the volume of 1. Based on the results of the analysis, the device was confirmed to be operating per specifications. The philips remote clinical support worked with the customer on an agreement about settling at an alarm volume of 3 at the bedside and 4 at the central station. After the volume was agreed upon, able to change the volume on all the bedside monitors and surveillance stations to the approved volumes stated above. I set the lowest alarm volume and default to 3 on the bedsides and default to 4 on central station.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the alarms were at a low volume and nurse reports they were not hearing. The device was in clinical use at time of event, no adverse event was reported.